Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is an expected or foreseeable side effect. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of irido-corneal angles. In a separate visit the lens was exchanged intra-operatively for a shorter length lens and the problem resolved. The cause was reported as unknown.